Event description:
Reporter indicated that vns patient was experiencing intermittent left eyelid ptosis. It was initially reported that the patient presented to neurologist's office with left eye droop two weeks post-implant. Both treating neurologist and treating neurosurgeon indicated at that time that the patient was getting better and that they were not concerned about their condition. No intervention was taken and stimulation was initiated at this office visit. There were reportedly no complications during implant surgery. It was later reported that the patient's ptosis had not resolved and that the patient presented to neurologist's office with "horner's syndrome-like" symptoms. The patient continues to experience intermittent left eyelid ptosis that reportedly increases throughout the day, resolves and then comes back. The pateint has reportedly improved, but their condition does worsen with fatigue.